Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill the cartridge with insulin. Blood glucose was 125 mg/dl. Reportedly, the customer replaced the syringe and cartridge and successfully filled the new cartridge with insulin.